Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during the CT scan, while the contrast agent was being infused, the catheter broke longitudinally in the measured section near the fixation wings. They kept the guidewire in place and replaced the catheter". No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "during the CT scan, while the contrast agent was being infused, the catheter broke longitudinally in the measured section near the fixation wings. They kept the guidewire in place and replaced the catheter". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.